Event description:
It was reported that during a gyn procedure, the tissue pad fell off of device into patient while in use. The tissue pad was retrieved and is being sent back with rest of device for analysis. This was end of procedure when tissue pad fell off, so no new device was needed to complete case. The device had not been activated without tissue in jaws. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # m90c11. The analysis results found that the device was returned, with the tissue pad detached but with evidence of use. The device was connected to a test hand piece and generator and the device did activate during functional testing. Based on the condition of the tissue pad, a probable cause of this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information not asked for but unknown or provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.